Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported they had a hip replacement and ever since then, the stimulator isn't working like it used to. Patient stated at night is the worst and they are at the bathroom 3 times a night and are completely soaked. Patient said during the day they don't have much trouble, but at night they can barely get to the bathroom before they are soaked. Patient said they didn't know if the hospital turned stim off but confirmed they had their equipment with them at the time of surgery. Agent walked patient through connecting to their settings and patient confirmed therapy was on. Patient changed programs and adjusted to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Redirect to healthcare provider(hcp) if issue persists. For managing hcp the patient provided the name of a another hcp.